Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon (image flickered) was duplicated due to the failure of the printed circuit board. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc surmised that the reported phenomenon was attributed to the failure of the printed circuit board, which might occurred by the user handling or accidentally occurred because less than approximately two years had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the endoscopic image of the subject device flickered intermittently for three to four seconds with user's all endoscope. And, the user facility performed the cross check with other out terminals (such as the dvi out terminal and composite out terminal) of the subject device, but the same problem occurred. There was no report of patient injury associated with this event.